Event description:
Health care professional determines the cause of death to be not related to the vns. The physician is unaware of the product's location. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had passed away the night after vns surgery. The device was turned back onto the same settings as his previous device. The patient was found by his parents unresponsive and was pronounced dead the night after surgery. Tablet data was provided from the date of surgery in which no anomalies were detected on the generator. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.